Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of device history records has been requested. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse or misalignment of the resorbable pin causing the pin to split during insertion, and/or the device was not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that during a bunionectomy on (B)(6), 2014, the surgeon had the pin prepared and was plunging the pin into the patient when the pin split vertically. Another orthosorb pin was used successfully and patient did not retain any foreign bodies.